Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. The customer reported the device serial number as (B)(6) which was last refurbished in may of 2023. The referenced serial number is over over 15 years old and has likely reached the end of it's service life. If the sample is received it will be evaluated further. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted. If the sample is received it will be evaluated further. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
The report states prior to use, "customer is having issues with the tip of the appliers and the appliers not grabbing the clip properly. It looks like the jaw is slightly wider in the new appliers just received". Additional information states "one wouldn't pick up the clip as the mouth was too wide and grab it, and the second one bent the clips". No patient involvement.

Event description:
The report states prior to use, "customer is having issues with the tip of the appliers and the appliers not grabbing the clip properly. It looks like the jaw is slightly wider in the new appliers just received". Additional information states "one wouldn't pick up the clip as the mouth was too wide and grab it, and the second one bent the clips". No patient involvement.

Manufacturer narrative:
Qn# (B)(4).